Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had absence of alert. It did not alert them when the device was in suspend mode. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The device beeped during the tone test. However, it was noted that the device was not alerting the customer at the appropriate time interval. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. Activated and then deactivated the suspend feature. The "delivery suspended successful" and "delivery resumed successful" notifications displayed and audio or vibrate alerts were triggered properly. No audio or vibrate anomaly or absence of alarm noted during testing.